Manufacturer narrative:
A medtronic field service engineer tested the system on site. He found that the camera intermittently lost connectivity. Computer became unresponsive when exiting software. Camera cable had damaged lemo connector. He replaced the computer, transceivers and input/output hub as per upgrade procedure. Also replaced camera cable. The system passed all software, hardware and instrument testing after part replacements. No fault found. System performed properly. Issue resolved.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system became unresponsive intermittently. When the issue occurred, the mouse could not be moved. A system re-boot restored normal function, however, the issue occurred 4 or 5 times during the procedure. In trouble-shooting software was re-stalled, replaced computer, replaced navigation interface unit (niu), replaced polaris spectra system control unit (scu) and replaced black rack, all of which did not resolve the reported issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Medtronic investigation of returned suspect computer finds that the computer booted but would not launch cranial as it rebooted after srmanager errors. Hardware testing passed with no hardware problem found. The reported event was confirmed to be caused by a software failure mode, due to a corrupt operating system.a software investigation into the corrupt operating system was completed and confirmed that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative reported that the reported incident occurred in a cranial resection procedure during navigation. The system mouse, keyboard, touch screen did not work even after re-installing the software and adding a cooling fan inside the black rack. They restarted the navigation system 2-3 times and it worked again. However, the active tracking was not stable. The procedure was completed without navigation. There was no response to requests for specific patient, surgeon, or date information. During troubleshooting the rep replaced the black rack, positioning sensor unit (psu), and system control unit (scu). But they did not replace the tools interface, because this was an imris imaging site with berchtold boom. The boom diameter is too small, and all the cables are internal in the boom, so the cable between interface and scu could not be replaced. The site chose not to replace our cable, for fear that it would damage the other imris cable in the boom. Further review by electrical engineering suggested that the system appeared to have overloaded usb traffic. However, the reconfirmed that there were no extraneous usbs plugged into the system. He unplugged the wired mouse and keyboard from the rac, leaving only the wireless mouse and keyboard in the or which did not resolve the issue. They were able to transfer all exams but then all monitors went blue (no text or picture shown). They tried moving the mouse with no change. They then rebooted the system and it started working again. There were 2 types of unresponsiveness being experienced: first the solid blue screen after exam transfer, and second the system unresponsive in navigate where the screen can be seen but no interaction was possible. They seem to experience both types of unresponsiveness equally. When the issue occurs, the wireless mouse, wired mouse, wired keyboard, and touch screen are unresponsive. The surgeon have tested without use of the wireless mouse, and only use of the wired mouse and keyboard with no resolution. In the past, they only use wired mouse and wired keyboard. They issue would still occur after transfer of mr exams. Further review of the software logs did not find anything specifically that explains why this system becomes unresponsive. It was recommended that a field rep go to the site, and observe cases to see if any difference in usage can be seen between cases with no problems and cases that become unresponsive to rule out some of the variables such as system, environment and user related issues.

Manufacturer narrative:
Software engineering review confirmed that there are several instances of memory faults. The earliest of this class of errors start showing up at the end of july of last year, and continue to show up occasionally through present day. This seems pretty clearly to indicate that this computer has not been replaced recently. All of these errors could simply be the result of a fault in the ram on this computer. A medtronic representative in (B)(4) reported that the computer was last replaced in (B)(6) 2014. RMA issued for computer replacement. No parts have been returned to the manufacturer for analysis.

Manufacturer narrative:
Patient information was not made available from the site. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.